Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the right common femoral artery (rcfa) was attempted using perclose proglide devices. Reportedly, during initial cannulation of the vessel the anterior wall was punctured at approximately 45-degree angle without difficulty. The 0.035-inch non-abbott guide was wiped down to ensure no dried blood was present; however, as the device was advanced on the guide wire resistance was felt and the device could not be advanced into the lumen of the vessel. The device was removed over the guide wire without difficulty and re-positioned, but resistance was felt once again and the device could not be advanced into the vessel. A skin incision of the subcutaneous tissue tract was made and another attempt was made to advance the device into the lumen of the vessel, but once again resistance was met, the device could not be advanced into the vessel, and when the device was removed the distal guide was bent back. A second proglide device was attempted, but with the same results; resistance was felt, the device could not be advanced into the lumen of the vessel, and when the device was removed the distal guide was bent back. Manual arterial compression was applied to achieve hemostasis. Mild bruising was reportedly present at the access site. During the procedure a venous sheath was not present next to the arterial sheath. There was no reported significant clinical delay in the procedure. The operator is in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.